Manufacturer narrative:
The manufacturer previously reported an issue related to a sound abatement foam become degraded (and caused the patient symptoms). There was no report of patient harm or injury. The manufacturer received new and relevant information on 12/09/2022 alleging headache, shortness of breath, nasal and throat irritation or soreness, dizziness related to a CPAP device. Section d9 is marked as yes and returned to manufacturer on 3/15/2022. Section b3, g3, h1, h2, d9 and h6 updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged headache, shortness of breath, nasal and throat irritation or soreness, dizziness. There was no report serious or permanent of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found insects in device, water ingress in the blower box.. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with insect in the device and water ingress consistent with blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.